Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated she has lost a substantial amount of weight and since then the battery site is uncomfortable, especially when she is lying on it. She also said since the weight loss it is difficulty to charge resulting in her battery being depleted for "awhile". The patient's battery was depleted and the patient said she would call and reschedule a meeting with the rep to trickle charge. The issue has not been resolved, but surgical intervention has been planned. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-12-27. It was reported that currently there was no information regarding the planned intervention. The patient was working with the hcp office and had insurance changes. The patient reported a recent weight loss. The patient had good coverage. The patient was offered a reprogramming that she stated was unnecessary and commented that the only concern was the pocket discomfort. No further complications were reported/anticipated.